Manufacturer narrative:
(B)(4). Correction - device was discarded. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the mildly calcified left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr. Reportedly, the sutures of four proglide devices failed to deploy, two in the lfca and two in the rcfa. Four additional proglide devices were used for successful suture placement in the lcfa and the rcfa. The evar procedure was completed and hemostasis was achieved using the pre-placed sutures of two proglide devices in the lcfa and two proglide devices in the rcfa. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.